Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. The complaint was confirmed for the a tight brush holder. MDR is being submitted as a result of a retrospective complaint review.

Event description:
When the chair is turned on, it gets stuck and goes in circles.